Manufacturer narrative:
The product was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred at all distances. Consumer stated she has tried multiple drops and she has been on glasses. There are two medical device reports associated with this patient. This report is for left eye. Additional information has been requested.